Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the pump was randomly changing settings on its own. This complaint is being reported because the alleged issue could cause the patient to not get the correct amount of insulin. There was no serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 29-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 19-mar-2018 with the following findings during investigation, the black box and alarm history showed no activity outside of normal use. The ez-prime steps were performed correctly. No "auto setting changes" occured during investigation. The original complaint was unable to be duplicated. The pump's cover was removed and there was no further moisture ingress found on the printed circuit board.